Event description:
Consumer reported the vibration of the brush broke her front tooth.

Manufacturer narrative:
Conclusion: other. Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.